Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis on the left side, and mentor memorygel, 275cc silicone breast implant on the right side experienced left sided deflation, and right sided capsular contracture: (baker grade iii) post procedure. The physician confirmed the issue via mammogram and ultrasound examinations. As a result patient underwent bilateral replacements with cat#:3502254 for both sides on (B)(6) 2020. This report belongs to left prosthesis.